Event description:
It was reported that following an anterior repair, the pt experienced complications. The doctor went back in and found a pinhole size opening, with drainage, in the vaginal mucosa. The opening was not at the suture line. The pt was treated with antibiotics and estrogen cream. No further complications were reported.